Manufacturer narrative:
.

Event description:
It was reported that during an upgrade procedure, the left ventricular lead was implanted. The patient then became restless and was administered medication which resulted in the patient experiencing respiratory distress and circulatory depression. The medical staff performed chest compressions on the patient, a heart ultrasound was performed and pericardial effusion was noted. Resuscitation attempts continued but the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.